Manufacturer narrative:
The insulin pump had an unresponsive express bolus button due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 150 mg/dl. Customer stated she went to bolus and tried pressing buttons but did not work. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.